Event description:
Device timed out for technical inspection (09). Patient indicated that she received the 88 (technical inspection alert), but no othe rmessages. Patient indicated that she switched to the backup device. Patien did not report experiencing any physiological effects as a result of this issue.